Event description:
During the laparoscopy case, doctor removed the 12mm blunt tip 100mm endopath xcel trocar smooth sleeve. He noticed a plastic round side tie-down piece had broken off the larger clear plastic piece. The lot number was probably e4kt2g or e4ke5u as per sterile trocars are stocked in our hall bin. The small missing piece was not noticed in the patient at the time, but it is unknown where the piece is located. The doctor was aware and stated, "the piece broke off on the other side (when it was removed while tested on the or back table) and was not in the patient." A new trocar of the same type needed to be opened for the patient. When a new trocar was checked the two phlanges on the round pieces had hooked ends and were longer. The trocar and supporting pieces of plastic were put in a biohazard bag and saved.